Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3: one device was received for evaluation in used condition. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation did determine that the downstream occlusion (dso) and upstream occlusion (uso) seals were damaged; an issue that could result in a hazardous situation, therefore making this investigation reportable. Service history identified the complaint was not related to a previous service of the device within the review period. The dso and uso seals were replaced.

Event description:
It was reported that the pump screen would go black and beep constantly. There was unknown patient involvement. Evaluation of the returned device found damaged downstream and upstream occlusion seals.